Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer had a low blood glucose event. It was found the customer required intervention as the paramedics had to assist the customer. The customer also believed they still had lantus in their system at the time of the low blood glucose incident. No additional information provided.